Event description:
Device switching on automatically. No patient involvement.

Manufacturer narrative:
Heartsine contacted the customer on several occasions to request return of the device for investigation. The customer did not return the device in order for heartsine to determine the root cause of the reported fault. H3 other text: device not returned.

Event description:
Device switching on automatically. No patient involvement.